Manufacturer narrative:
The actual device and a photograph of the sample were received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. There were no issues observed of the connector or cap areas when the cap was removed. The photograph was reviewed and a white flake-like particle was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white flake-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name, last name, address. Should additional relevant information become available, a supplemental report will be submitted.